Event description:
It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 33mm watchman laa closure device and delivery system were used. The closure device was deployed, but partially recaptured for re-positioning. This occurred two more times for three total partial recaptures. On the fourth deployment, the legs of the closure device looked to be twisted, so they attempted a full recapture. While attempting the full recapture, the feet of the closure device would not come back into the access system. Eventually, they were able to get the device into the delivery system and access system unit and remove it from the patient. The closure device was completely contained in the access system upon removal from the patient. Another 33mm watchman closure device was successfully implanted. There were no patient complications and the patient is fine.